Event description:
A health professional reported that an ophthalmic operating console presented no phacoemulsification power during a surgery. There was no report of any patient harm. Additional information has been requested but none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative discovered the footswitch plug to be lodged under the footswitch, resulting in the footswitch unable to be depressed into position 3 (turning on phaco power). To resolve the issue, the footswitch plug was removed. The company service representative arranged for this component to be replaced as it would not remain connected in the socket. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the nonconforming footswitch plug. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).